Manufacturer narrative:
Spacelabs immediately launched an investigation and contacted the customer for further information about this incident. Findings through interviews with the customer biomed isolated the incident involvement to one monitor and the data of one patient. Although customer's complaint describes that historical data was not being retained in the monitor, all of the data in question was accessible through clinical access (which provides a remote view of patient clinical history) and it was confirmed that staff were accessing this data throughout the event. The xprezzon monitor was evaluated and findings show evidence of improper battery maintenance as the cause of the problem. The battery of the device was replaced and education was provided to the customer. Spacelabs will respond to the additional questions received from the (B)(4) on july 21, 2017 regarding this event in a separate communication. This report is considered complete and this particular issue closed.

Event description:
Spacelabs was notified by the (B)(4) on july 17, 2017 about a customer filed medwatch report for an event that occurred on (B)(6) 2017. The medsun report stated that during a power outage a patient monitor did not retain data as expected. The issue as reported impacts historical data, therefore real time patient monitoring was not impacted. The customer stated that six patients were affected by the issue, however no injuries were reported as a result of this event.